Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that his blood glucose levels were over 600 mg/dl which led to diabetic ketoacidosis. He self-treated it with multiple boluses and subsequently the high alerts went off. There was no damage when the package was first opened, and the infusion set had been in use for day and a half. Subsequently, on (B)(6) 2019, the patient was admitted to the hospital, where the nurse removed site and found that the cannula was bent. The patient received an insulin drip as corrective treatment, which resolved the issue. The patient was released on (B)(6) 2019, with no permanent damage. Moreover, the patient faced bent cannula issues thrice. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.